Event description:
A report was received that the patient was not experiencing adequate coverage following a non device related fall. An x ray taken confirmed that the lead had fractured. During the revision the physician elected to replace the ipg as the patient reported it wasn't charging properly after the fall. The physician also relocated the pocket due to pocket discomfort. Both leads were replaced as well, one being fractured and the other displaying high impedance readings. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70 serial#:(B)(4) description:linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.